Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that her insulin pump was alarming no delivery with visible scratches on the display screen and upon inquiring further, it was discovered that she had been hospitalized for low blood glucose levels on (B)(6) of 2014. Customer stated she was not wearing her insulin pump at the time of hospitalization. Blood glucose level was 36 mg/dl at time of hospitalization. While troubleshooting the insulin pump alarm, customer stated that device had been dropped on the floor after getting caught on a door handle. Customer also stated she doesn't remember how long she had been off the insulin pump prior to the emergency room visit. Advised customer to discontinue use of device and revert to healthcare provider's instructions. Blood glucose level was 400 mg/dl at time of reporting. Nothing further reported.